Manufacturer narrative:
H6: code 4115, code 5315: the delivery system was discarded at the facility; therefore, no device evaluation could be completed. Breakage of the lockwire handle and breakage of the lockwire connector are adequately addressed in the risk management file. Per the manufacturing evaluation, the device met all pre-release specifications and there are no capas or ncrs related to this lot. Since no device was returned, no potential root cause for the lockwire separating from the lockwire connector could not be confirmed. The separation may be due to over-rotation of the handle. There is no indication of relation to a manufacturing deficiency no CAPA request is required and complaints will continue to be monitored through trend review.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with gore® tag® conformable thoracic stent graft with active control system. When executing the tertiary deployment stage it was reported that the physician forcefully over rotated (torqued) the red lockwire handle counterclockwise multiple times causing the lockwire to break. The backup deployment mechanism was then accessed and hemostats were used to manually deploy the lockwire and line 4. There was no adverse event to the patient and the procedure was concluded with good results.